Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, operator was not getting occlusion alarms which stop the pump. Instead they were getting "pressure increasing" notifications. The facility's biomed department tested the pump with the monoject syringe and got 13 alarms over an 8 hour period. The investigator could tell by watching the pump and the bar graph upon testing that imperfections on the inside of the syringe increases pressure on very slow infusions and then the pressure drops after the plunger passes those imperfections. It always goes back to the original pressure.